Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was in the range of 40 mg/dl. Customer was treated with glucose tablets. The customer also mentioned other blood glucose values such as 305 mg/dl. It was reported that the insulin pump was not in auto mode at the time of the incident. The insulin pump will not be returned for analysis.